Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) went to end of life (eol) charge time (CT) greater than 30 seconds with monitoring voltage of 2.56 volts. The physician has decided not to perform a device replacement. Boston scientific technical services (ts) discussed the remaining device functionality. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.